Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior); "anterior vitrectomy" (vitrectomy). Product problem(s): "vitrector difficult to connect" (fitting problem). A nurse reported having difficulty connecting the vitrector to the console during an unplanned anterior vitrectomy. The unit was switched out to complete the case. Add'l info was received: the nurse reported the anterior vitrectomy was done because of a posterior capsule (pc) tear caused by secondary complications during the case.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The system was then checked and met all product specs. Qa will monitor related complaints and will take action for further occurrences as necessary. (B) (4).